Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The return of the device may have aided the investigation in determining a cause for the experienced event. The first proglide reportedly failed to seal. A specific device defect has not been reported. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is tested to verify the functionality of the device. A review of the device history record did not produce any findings relevant to this report. A query of the complaint-handling database was performed and there have been no other similar incidents reported from this lot. Based on the information received with this complaint and without the product to examine, a definitive cause for the reported experience cannot be determined. The second proglide device is being filed under a separate medwatch report number.

Event description:
User facility medwatch form received that states: "the surgeon attempted to tie down the perclose sutures but the right side failed to seal. On the left side one suture went down and the other suture pulled out. The surgeon performed bilateral femoral artery cutdowns and proximal distal control was obtained on the common femoral profunda femoris and superficial femoral arteries and the arteriotomy was closed with multiple interrupted 5-0 prolene sutures. What was the original intended procedure endovascular aortic aneurysm repair with zenith graft; bilateral femoral exposures for placement of endo graft; bilateral aortic catheterization; abdominal arteriogram with iliofemoral runoff. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do." Customer contact source contacted and, though requested, no additional information was provided.

Manufacturer narrative:
(B)(4).